Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during the transfemoral tavr procedure, due to the patient's stj diameter and calcification, it was decided the valve should be positioned more ventricular than recommended. The valve was deployed 50:50, resulting in moderate paravalvular leak (pvl). It was then decided to implant a second 23 sapien xt valve with 2 cc of additional contrast. The second valve was positioned 50:50 within the native annulus, resulting in mild pvl with no complications. The patient is in stable condition.

Manufacturer narrative:
The native annular diameter measured 19mmx26.8mm by CT and had an area of 400mm². There was no annular calcification, mild leaflet calcification and mild root calcification. Additionally, the patient¿s stj measured 19.5mmx20.8mm, sov 26.5mmx30.1mmx26.9mm. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures are also included. In this case, the pvl was attributed to the preplanned too ventricular position of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.